Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion during a manual transmission. It was also reported that the remote monitor displayed a 2300 general diagnostic code. Troubleshooting steps were taken to no avail. The patient was referred to clinic. The monitor remains in use. No patient complications have been reported as a result of this event. It was reported by the patient's family that no telemetry was noted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.